Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Per best practices, the physician utilized reaccess port to assess distal blood flow. No distal blood flow was present down the patients leg. The physician attempted to place antegrade and contralateral distal perfusion but was not successful. Cut down was performed; however, distal flow were still not restored. The physician made decision to remove impella.